Manufacturer narrative:
Correction: g1: reporting contact. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Since information were requested by the patient, the opinion of a medical expert was sought and stated as follows: persistent instability is challenging for both patients and physicians. From a manufacturer's standpoint, a dislocated implant can result in significant metallosis due to improper contact between implant components (for example, the metal humeral tray may rub against the glenosphere). As a physician, I recommend that the patient consult a shoulder surgeon with extensive experience in complex shoulder arthroplasty revision. However, I cannot provide more specific guidance, as crucial clinical information necessary for decision-making can only be obtained through an in-person evaluation by the treating physician. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Patient is self-reporting a reoccurring dislocation. This is the fifth dislocation for this patient.

Event description:
Patient is self-reporting a reoccurring dislocation. This is the fifth dislocation for this patient.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.